Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection observed that the channel support assembly (csa), an internal metal component in the shaft was damaged. Functional testing confirmed the complainant¿s experience of improper clip loading as the clips loaded unevenly into the jaws. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged csa, which likely resulted from the component being caught within the jaws and was damaged when the device was inserted through the trocar or actuation of the trigger. The event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch #1900450000-2021-8007.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the rep was not present during the case. On the first attempted use of the device, the trigger of the device was fully squeezed but a clip did not appear in the jaws of the device. There was no difficulty in squeezing the trigger of the device. The surgical team was never able to get a clip to load into the jaws. The device was removed from the case and the case was completed with a new ca500. The model and size of the trocar used with the device is unknown. No patient injury. Product is available for return. Additional information received via email on (B)(6) 2021 from [name], applied medical account manager ii: "they were using a 5mm cff03. The doctor remarked that [...] The trigger did seem to be intact." There was no pressure put on the trigger as it was inserted into the trocar. Additional information was received via medwatch #900450000-2021-8007 on (B)(6) 2022: "when activated, no clip came out. The original intended procedure was a lap chole." Intervention: used a new ca500 clip applier patient status: no patient injury.